Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the pump¿s black box revealed no alarms or issues. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. A delivery accuracy test found the pump to be delivering accurately. The force sensor calibration was found to be out of specification. There was no evidence of moisture within the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the force sensor was out of calibration. This report is made based on results of the investigation performed on (B)(4) 2014.